Event description:
This notification is being reviewed due to a user of a bipap pro biflex device with an allegation of error codes present and humidifier cable burned. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to the manufacturer for evaluation. During evaluation, error code 101 was found in the device log history. The humidifier cable was burned. There was extreme dirt within the device. No evidence of foam particles were found in the device assembly. The device was scrapped.